Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602, cocr head, 61092922. 00784802300, m/l taper neck, 60940143. 00630506036, xlpe liner, 61011151. 00620206022, shell, 60961740. 00625006530, bone screw, 61089063. 00625006530, bone screw, 61092799. Reported event was confirmed by review of photographs provided and medical records. The image of the head shows a dark mark on the bottom edge of the head, dark debris were observed inside the taper of the head. Dark greyish tissue was presented besides the head. Dark debris were identified on neck, in the areas of the neck/stem junction and neck/head junction. The picture of the liner shows blood cover the surface of the liner; a little damage was observed along the rim. Medical records not patient experiencing chronic hip pain, elevated cobalt levels and fluid collection around the greater trochanter noted on an MRI. Significant inflammation of the bursa, consistent with bursitis was also noted. Abundant granular type grayish-black debris throughout the intracapsular region and corrosion noted around the junction between the femoral head and neck with small amount of black material seen at the very edge of the junction. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00251, 0001822565 - 2018 - 04855. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to pain and elevated metal ion levels. During the procedure, fluid collection was noted around the greater trochanter along with corrosion around the junction between the femoral head and neck and on the stem neck junction. Attempts have been made and additional information on the reported event is unavailable at this time.